Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: a review of the recorded basal history correctly reflected the user's programmed basal rates. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of the duration test, the basal history correctly showed 2.0u and the total dose showed 48.0u.unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.